Manufacturer narrative:
On 3/17/2020, photo evaluation was completed. Upon visual inspection of the picture, it was observed that the hub of the cannula was broken. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/10/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 3/11/2020, mentor became aware that (B)(6) was mistakenly reported as the serial number in the initial submission. It is the lot number and has been corrected on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.since no lot number was provided, no manufacturing record evaluation could be performed.reason for device explant and/or reoperation: na.manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a cannula (26cm lg; becker tear drop 5mm x 26cm large handle cannula) broke at the hub. There was no adverse event or patient consequences. No further information was provided.